Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that the patient got very sick at implant and her spinal fluid got mixed and leaked out. She experienced severe headaches and spent 4-5 days in the hospital to have a blood patch. She got out of the hospital and then had to go back to get another blood patch. Follow-up was performed but no additional information was known. Additional follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was needed or took place, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.